Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a prostar xl device after an interventional procedure. Reportedly, the needles could not be removed from the prostar xl device. A new prostar xl device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that arteriotomy closure of the common femoral artery was attempted using a prostar xl device via an 18f after an abdominal aorta aneurysm interventional procedure. Reportedly, the needles of the prostar device were deployed and then not able to be removed from the device. The needles were backed down and the device was removed from the patient anatomy without issue.